Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 30mg/dl. It was stated that the customer received a no delivery alarm, and he switched to the new insulin pump, which it was programmed incorrectly. Troubleshooting was performed. The mother requested assistance with programming the device. The caller mentioned that the customer received 150 units of insulin in less than twelve hours. The mother stated that the device alarmed because there was not any insulin left in the reservoir. When the paramedics arrived at the customer's house his blood glucose was 30mg/dl. They treated him with glucagon tablets and insulin drip, and then he was transported to the hospital and admitted with a 167mg/dl. No further information was provided.